Event description:
It was reported that a ten (10) large volume infusors underinfused during infusion. The expected therapy time was 24 hours, but there were residuals after the infusion. The pumps contained 3000mg cefazolin in 240ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: the issues occurred (B)(6) 2024. E1: initial reporter information: (B)(6). H4: the lot was manufactured between october 9, 2023 ¿ october 13, 2023. Three devices were received for evaluation with fluid in the bladders. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The three devices were determined to be conforming products. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.